Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies relating to this complaint. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product will not be evaluated by zimmer biomet as it was discarded as biohazard. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the anchor could not be deployed. There was no harm, injury, surgical/medical intervention to patient. The surgery was completed using an alternate device and a delay of approximately 15 minutes was reported. Duediligence is complete. No additional information is available.